Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient came to the clinic with a skin infection. Cultures from the wound showed s. Aureus on (B)(6) 2024. Treatment for the infection was provided, augmentin followed by cloxacillin IV with mupirocin ointment. The recipient has been explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is as expected as the device was explanted due to an ulcer and implant site infection, 16 years after implantation. Given the timing of the infection and that sterilization records are within specifications, it is unlikely that the device was the source of this infection. However a device contribution to the subsequent development of the infection cannot be ruled out. This is a final report.

Event description:
The recipient came to the clinic with a skin infection. Cultures from the wound showed s. Aureus on (B)(6) 2024. Treatment for the infection was provided, augmentin followed by cloxacillin IV with mupirocin ointment. The recipient has been explanted.